Event description:
The patient underwent an interventional procedure in neuroradiology in 2000 having to do with an aneurysm. The groin access site was closed successfully with the closer tsl 6fr device at that time. The pt had complained of claudication since that time, though normal pedal pulses were recorded after the procedure. 8 months later an angiogram was done from the left groin and an occlusion at and above the perclose site was observed. There was also collateral circulation noted. Surgical repair has been recommended, but the pt is refusing intervention as of 5/2001.